Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not staying in standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, the v60 was removed from service, and there was no patient impact. The customer reported to the remote service engineer (rse) that the v60 was not staying in standby mode and was equipped with the high flow therapy (hft) option and v60 software version 3.00. The rse advised the customer that the flow sensor may not have been operating within specification. The rse advised the customer that the recommended repair is to replace the v60 flow sensor assembly and requested software version 3.20 to be installed for calibrating the v60 flow sensor assemblies. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Per case notes, the work order (wo) is closed as the repair was cancelled, and the fse is meeting with the authorized service provider (asp) engineer and philips team. Investigation is ongoing.

Manufacturer narrative:
Per gfe (good faith effort) response, the field operations manager stated that the customer canceled onsite service and there is currently mandatory software fco (field change order) that affected this unit with the hft (high flow therapy). The asp (authorized service provider) engineer did not evaluate or repair the device since the rse (remote service engineer) advised the customer that the new software version 3.20 will rectify the reported issue. No work order was generated, and it is unknown what the outcome of the service event was. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.